Manufacturer narrative:
This complaint has been identified as a duplicate of MFR report # 2243072-2019-02033 and should therefore be disregarded. Any additional information regarding this incident will be added to MFR report # 2243072-2019-02033. H3 other text : see h.10

Event description:
It was reported that the organon follistim pen 2nd gen pen ii experienced an inability to deliver medication during use. The following information was provided by the initial reporter: pharmacist reported that unspecified patient reported not receiving the correct amount of follistim due to malfunctioning follistim pen...

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the organon follistim pen 2nd gen pen ii experienced an inability to deliver medication during use. The following information was provided by the initial reporter: pharmacist reported that unspecified patient reported not receiving the correct amount of follistim due to malfunctioning follistim pen.